Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the ins was not helping the patient anymore and the patient requested to have it removed. The patient did not have a managing healthcare physician (hcp) and so a listing was sent. The patient called in again on the same day to report they were implanted for bowel control and they were not happy with their device. No further complications were reported/anticipated.